Event description:
Implanted (B)(6) 2015, it was reported that on approx (B)(6) 2015 patient called md and complained of pain and of hearing a pop. Md brought patient into office and took x rays. Md called sales rep on (B)(6) 2015. Md wanted sales rep to look at x rays and give feedback regarding possible collapse of the cage. Sales rep met with surgeon and viewed films. Surgeon determined that the films were most likely rotated and not a direct comparison to post op films. Surgeon determined that cage placement was appropriate and that no collapse had occurred. No follow up action required. Md determined that patient complaints of pain not related to device.

Manufacturer narrative:
Method: device history review. Device not returned. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The x-rays were reviewed and it appears that the implant may have reduced in height by 1mm but is still expanded. 1mm settling is normal per the surgical technique because the acculif implant locks at discreet 1mm increments so it is possible for the implant to settle by 1mm after surgery if it was not fully expanded to the next level. 1mm settling does not indicate a failure of the device. Conclusion: failure of the acculif implant could not be confirmed and therefore a plausible root cause could not be identified.

Event description:
Implanted (B)(6) 2015, it was reported that on approx (B)(6) 2015 patient called md and complained of pain and of hearing a pop. Md brought patient into office and took x rays. Md called sales rep on (B)(6) 2015. Md wanted sales rep to look at x rays and give feedback regarding possible collapse of the cage. Sales rep met with surgeon and viewed films. Surgeon determined that the films were most likely rotated and not a direct comparison to post op films. Surgeon determined that cage placement was appropriate and that no collapse had occurred. No follow up action required. Md determined that patient complaints of pain not related to device.